Event description:
During a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to treat a total chronically occluded lesion in the riva. The physcian pre-dilated the lesion. The taxus liberte 3.0 x 32mm drug eluting stent was advanced to the lesion. Prior to reaching the lesion, the physician felt considerable resistance and removed the entire system from the body. When investigating the device after removal, the physician noticed that the stent was partially damaged. There were no patient complications or injuries reported. Reporting as only ous approved but similar device us marketed.